Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad in good physical condition and properly attached to the clamp arm, not detached as reported but the distal tip of the blade ws broken off and not returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field the device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure

Event description:
It was reported that during a laparoscopic roux en y, the teflon tissue pad on the ace45e fell off. It was unknown if this fell off inside the patient, but it was retrieved. The procedure was completed with like devices and no patient consequence was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.